Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿, although specific values was not provided. Customer addressed bg by changing the cartridge. Recommendation was made to consult with a healthcare provider regarding diabetes management.